Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was not confirmed in which allegation was not confirmed. The baseline testing completed on the device found no failing conditions. Moreover, all testing completed on the device passed or was not applicable, therefore no problem was detected. In addition, the infection was not confirmed but was known as inherit risk with this device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. In addition, it was noted that the device delivered appropriate therapy. There were no additional adverse patient effects reported. All available information indicates that as of this time, the crt-d remains in service. Additional information received indicating that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. In addition, it was noted that the device delivered appropriate therapy. There were no additional adverse patient effects reported. All available information indicates that as of this time, the crt-d remains in service.